Event description:
The customer reported the system intermittently locked up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors and pcb's were checked and seated properly. The communication and dual mode controller pcb's were replaced. The system was then found to be operating as intended.